Event description:
The dental implant fx3812mlc was removed on (B)(6) 2019 due to failure to osseointegrate 3 months and 9 days after implantation. The patient has history of bruxism. The doctor noted bone resorption during explantation. The patient has recovered without complications.